Event description:
The event is reported as: the endotracheal tube leaked during use within 24 hrs. The pt was re-intubated. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned at the time of this report. A device history record (DHR) review could not be conducted since the lot number was not provided. An assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.